Event description:
Pt receiving antibiotic therapy at home. The pump reading motor stall. Pt could not restart the pump after replacing batteries and troubleshooting over the pharmacist. This caused the pt to miss 2 doses of antibiotics as new device had to be delivered to the pt's home.